Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) stored episodes of noise oversensing on the right ventricular (rv) channel leading to four to five seconds of pacing inhibition in this pacemaker dependent patient. The patient was noted to be asymptomatic. However, they were admitted to the hospital and technical services (ts) was contacted for review of the episode. Upon review, ts discussed the noise appears myopotential in origin and discussed further troubleshooting options including obtaining an x-ray. All troubleshooting was performed, and the patient was scheduled for a revision procedure. During the procedure the rv lead was taken out of service and successfully replaced. It was determined that the rv lead was a boston scientific lead, however the model and serial number information was not available despite additional information attempts from the field representative. Additional information was received that the rv lead was surgically abandoned, and a new lead was successfully replaced. No further information is available regarding the model and serial number information.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) stored episodes of noise oversensing on the right ventricular (rv) channel leading to four to five seconds of pacing inhibition in this pacemaker dependent patient. The patient was noted to be asymptomatic. However, they were admitted to the hospital and technical services (ts) was contacted for review of the episode. Upon review, ts discussed the noise appears myopotential in origin and discussed further troubleshooting options including obtaining an x-ray. All troubleshooting was performed, and the patient was scheduled for a revision procedure. During the procedure the rv lead was taken out of service and successfully replaced. It was determined that the rv lead was a boston scientific lead, however the model and serial number information was not available despite additional information attempts from the field representative.